Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that another arctic gel pad failed on (B)(6) 2025. Sounds very similar to their other recent failure. When they went to turn the patient, parts of the pad had sort of dissolved and the patient was in goo. Nothing was between the skin and pad and not sure how long they were on but would time and date them moving forward. Additional cleaning of patient and linens, use of additional product.

Event description:
It was reported that another arctic gel pad failed on (B)(6) 2025. Sounds very similar to their other recent failure. When they went to turn the patient, parts of the pad had sort of dissolved and the patient was in goo. Nothing was between the skin and pad and not sure how long they were on but would time and date them moving forward. Additional cleaning of patient and linens, use of additional product.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of a previously report record. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was.